Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the device was deployed in the iliac artery but was stretched when deployed and then fractured. Reportedly the patient is well after a covered stent was placed.